Manufacturer narrative:
A complete analysis and testing of one opened and used sensor performed the continuity resistance test and the sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their device went into threshold suspend. The customer's blood glucose level at the time was 100mg/dl and their sensor reading was 50mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised that the sensor would be replaced, and need to be returned for analysis.